Event description:
It was reported that the surgeon was using the versajet to debride and the machine burst into a loud noise and stopped working, therefore the surgeon was unable to continue with the debridement.

Event description:
The surgeon used a dermatomy to finish the debridement. There was no patient harm.

Manufacturer narrative:
As of today, device return has been requested for this complaint but has not been made available to the designated complaint unit. Without return of the actual device we cannot further investigate or confirm the details supplied in this complaint and try to determine a root cause. If the device is returned in the future then this complaint will be reopened.